Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker upgrade procedure. Upon interrogation of the device, it was noted that the atrial lead exhibited high capture threshold. It was also noted that the atrial lead had exhibited high capture threshold and the pacing function was turned off by the physician since 2018. The patient had no adverse consequences as a result of the high atrial capture threshold and programming changes in 2018. During the pacemaker upgrade procedure on (B)(6) 2021, the physician capped and implanted a new atrial lead. The patient tolerated the procedure well and was discharged to home after a satisfactory post-operative observation.